Event description:
Allegedly, patient revised due to aseptic loosening of the acetabular component and pain. Mom complications.

Manufacturer narrative:
After the initial report, it was determined that loose and pain should be added to the incident mode.

Manufacturer narrative:
After the initial report, it was determined that loose and pain should be added to the incident mode.